Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed on 04/16/2018 to technical services stating that back on (B)(6) 2017 there was one spike of ra impedance and this lead is unipolar pace and bipolar sense. Technical services reviewed episodes, ra impedance on (B)(6) 2017 was 416 ohms, (B)(6) 2017 was 2,637 ohms, (B)(6) 2018 was 318 ohms and it was stable after that it was noted also in the alert history that there was out of range ra impedance occurred on (B)(6) 2017 but no lead safety switch seen. In addition to that there was also other type of noise observed on ra lead in (B)(6) 2018. The physician was dr. (B)(6) at (B)(6) institute in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).